Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device history record documentation showed no abnormalities related to the reported failure. Mayfield skull clamp received in need of preventative maintenance and cleaning. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. This issue would not cause a slippage. When the unit is properly positioned and put under pressure, unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use of the mayfield skull clamp (a1059), there was head movement noted, resulting in a small laceration requiring staple closure. Additional information received indicates that the patient underwent "removal of vertebral body tumor" procedure and that the patient sustained a 1x1¿ laceration at the right temple. The patient was placed in the skull clamp with three (3) pins and 60 lbs of pressure was used for the surgery. Delay in surgery time was not reported by the facility, and the patient's condition was good after the procedure.